Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was the prolene suture used on? Can you obtain the product code of the prolene suture? If no code available, can you provide suture size? What was the condition of the tissue during initial procedure? How was suture placed (continuous or interrupted)? What were the patient symptoms? Was a second procedure performed to identify the cause of the bleeding? What was the date of the second procedure? Can you describe the appearance of the prolene suture during the second procedure? Was the suture found intact and pulled away from the tissue? Was the suture found broken? If so, where along the suture line? What are the patient age, gender, weight, prior medical history? What is the surgeon¿s opinion as to the contributing factor to the patient event? What is the patient current condition?

Event description:
It was reported that a patient underwent a kidney transplant procedure on (B)(6) 2018 and suture was used. The anastomosis line in question was at the renal artery. Two hours post procedure, the patient experienced severe bleeding in recovery and required 9 units of blood transfusion. The patient experienced cardiac arrest for 8-10 minutes and needed CPR. The patient is now making a good recovery. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was the prolene suture used on? Renal artery can you obtain the product code of the prolene suture? If no code available, can you provide suture size? 5/0 prolene double ended what was the condition of the tissue during initial procedure? Fine how was suture placed (continuous or interrupted)? Continuous what were the patient symptoms? Bled out post operatively, required 9 units of blood transfusion. As a consequence the patient went into cardiac arrest for 8-10 minutes and needed CPR. Was a second procedure performed to identify the cause of the bleeding? Yes what was the date of the second procedure? (B)(4) can you describe the appearance of the prolene suture during the second procedure? No, there was no vision due to blood was the suture found intact and pulled away from the tissue? Na was the suture found broken? If so, where along the suture line? Na what are the patient age, gender, weight, prior medical history? (B)(4) - renal failure with undiagnosed aetiology and malignant hypertension what is the surgeon¿s opinion as to the contributing factor to the patient event? Na what is the patient current condition? Well, with a functioning kidney transplant